Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received reporting the patient experienced a stent shortening procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, a surgeon reported it was sticking too far into the chamber and 'causing problems'. Additional information was requested.